Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ during a supply change, consistent with a delivery motor communication issue and a failure to infuse; the issue was resolved after removing and replacing all supplies and completing a successful dry run, and replacement supplies were ordered. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information the user provided. Investigation of this case revealed signal loss associated with a delivery motor communication problem, with the relevant device component identified as the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.